Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Patient presented to physician with pain. A rejuvenate stem had been implanted with a tritanium shell on the patient¿s right side. The cup was loose, and removed. The stem was well fixed, but removed.